Event description:
The male patient¿s age was unknown. The target lesion was the proximal to distal circumflex. The lesion was de novo, moderately calcified, moderately tortuous and moderately flexed. There was 90% stenosis. The vessel diameter was slightly more than 2.0mm. Initially, the 1st cypher (2.5/28mm) was implanted in the proximal circumflex. Then, the physician found that the distal portion of the target lesion was not fully covered with the 1st cypher and so a 2nd cypher (2.5/18mm) was delivered without friction distal to the 1st cypher, locating it to be approximately 4mm overlapped with the 1st cypher. There was no issue or malfunction with the 1st cypher, the lesion was just longer than expected. The balloon inflated at 9atm and then slowly inflated up to 14atm, but balloon rupture was confirmed by decreasing pressure of the inflation device. The balloon was considered to have ruptured at 9atm. Therefore, the sds of the cypher was retrieved from the patient and post-dilation was conducted with a balloon catheter (2.75mm) to further dilate the cypher stent. The sds of the cypher was checked outside the patient and blood was observed inside the balloon. The procedure was finished successfully. There was no patient injury reported. The product was clinically used and will be returned for analysis. The physician did not indicate any anomalies prior to use. Physician indicated that the balloon might have ruptured at the overlapping section located at the flexed area.

Manufacturer narrative:
Information received from an affiliate indicated that a stent delivery balloon burst during deployment of a coronary artery stent. The target lesion was the proximal to distal circumflex artery (cfx). The lesion was described as de novo, moderately calcified, moderately tortuous, moderately flexed and 90% stenosed. The vessel diameter was slightly more than 2.0mm. A 2.5mm x 28mm cypher stent was implanted in the proximal portion of the lesion and then it was determined that the lesion was slightly longer than initially thought. Then, the physician found that the distal portion of the target lesion was not fully covered with the 1st cypher and so the 2nd cypher (2.5/18mm: complaint product) was delivered without friction distal to the 1st cypher, locating it to be approximately 4mm overlapped with the 1st cypher. The balloon was initially inflated at 9atm and then slowly inflated up to 14atm, but balloon rupture was confirmed by decreasing pressure of the inflation device. The balloon was considered to have ruptured at 9atm. Therefore, the stent delivery system (sds) of the cypher was retrieved from the patient and post-dilation was conducted with a bc (2.75mm) to further dilate the cypher stent. The sds of the cypher was checked outside the patient and blood was observed inside the balloon. The procedure was finished successfully. There was no patient injury reported. The product was clinically used and will be returned for analysis. The physician did not indicate any anomalies prior to use. Physician's comment: the balloon might have ruptured at the overlapping section where located at the flexed area. However would like us to investigate on the balloon. Fal: one non sterile cypher select + 2.50mm x18mm was received coiled inside a plastic bag. The distal outer body was bent; this condition on the shaft could be related to the way the unit was sent for the analysis. The stent was not received and the balloon was already inflated. Pressurized water was injected and a leak was observed at the distal area of the balloon. Sem analysis results showed that the external surface of the balloon exhibited evidence of abrasions near the leak-hole; the balloon internal surface presented evidence of minor damages/abrasions that are in the same axis of the leakage and they have a similar (not identical) shape as the leak-hole. The exact cause of the damage could not be conclusively determined. A device history record review was performed and showed that this lot of products met all requirements per the applicable manufacturing quality plan. The reported customer complaint of balloon burst was confirmed through failure analysis. The exact cause of the failure could not be determined, but there are vessel/lesion characteristics (calcified, tortuous and flexed) that may have contributed to the reported event. There is nothing to indicate that there is a design or manufacturing related issue therefore no corrective action is needed.

Manufacturer narrative:
This device (B) (4) (lot 15079526) is distributed outside the united states ; however it is similar to the united states product (B) (4). Device history record review was conducted and the product met quality requirements for product acceptance. The product is available for analysis. Additional information will be submitted within thirty days upon receipt.